Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 72-year-old male patient with a past medical history of coronary artery disease (cad). The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the physician attempted to access the right femoral artery, but had difficulty, so accessed the right femoral artery. The impella was inserted, and the pci was completed. The patient then experienced hemorrhagic shock. At the end of the procedure, the impella was removed, and the patient required blood transfusions. The patient was transferred to the operating room (or) for closure of bilateral femoral arteries. The patient was transferred to the intensive care unit (ICU); however, expired the following night due to thrombus in the stent, and possibly due to multiple blood transfusions. The death is conservatively being reported on the impella due to the ability to conclusively dissociate the pump from the patient outcome.

Manufacturer narrative:
A4 weight of patient is unknown. A5 ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.